Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a damaged battery was confirmed and reproduced during on-site product evaluation. The root cause of this condition was assigned to depleted main batteries caused by user error. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.